Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd us cathena 20gx1.00in straight bc safety shield activation failed it was reported by customer that defective safety mechanism that failed to engage properly leaving the entire needle exposed post cannulation. Rcc received a complaint via email. I am reaching out with a product safety concern. The bd cathena safety IV catheter 20g lot# 4265921 had a defective safety mechanism that failed to engage properly leaving the entire needle exposed post cannulation. There was no injury to the patient or staff member while placing the IV but wanted to make everyone aware of the situation. Out of an abundance of caution we have pulled the entire lot# from circulation on our department. Please let me know if there are any additional steps I need to take or information that would be helpful.

Manufacturer narrative:
Our quality engineer inspected the photo submitted for evaluation. The reported issue of safety shield activation failure was confirmed upon inspection of the photo. However, bd cannot confirm the cause of the failure to our manufacturing process since no physical sample was returned. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements.